Event description:
It was reported that the right atrial (ra) lead exhibited low intrinsic amplitude and under sensing. Boston scientific technical services (ts) suggested health care professional (hcp) to exit magnetic resonance imaging protection mode when scan is complete. This ra lead remains in service. No adverse patient effects were reported.